Manufacturer narrative:
Image analysis summary: a contrast image of the left coronary system shows narrowing of the lad indicating a lesion in the vessel. It appears the lesion was pre-dilated. A stent is delivered and deployed at the lesion. A contrast image shows good flow through the treated vessel. None of the images provided show the reported stent deformation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the device returned with the sheath and stylette partially loaded. Resistance was encountered when removing the sheath and stylette, due to the presence of hardened blood on the stylette. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to a distal stent wrap with struts raised. Slight deformation was evident to the distal tip, which is consistent with normal use of the device. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx coronary drug eluting stent was attempted to be used to treat a lesion in the lad artery. The device was inspected with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device. It was reported that stent deformation occurred in vivo during positioning. It was stated that the event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The procedure was completed using another resolute integrity rx device. The patient was reported to be alive with no injury.